Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with asymptomatic diffuse lamellar keratitis (dlk) in the left eye, on the first postoperative day. The steroid drops were increased to every two hours. The uncorrected va is 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).